Event description:
Information received indicates the nurse call is not communicating to the nurse station form the bed.

Manufacturer narrative:
The technician found pins damaged on the connector where the sidecom cable connects to the jbox circuit board. The technician replaced the jbox circuit board to repair the bed.